Event description:
We purchased a vick's ultrasonic humidifier -model number v5100n- for my six month old's room because he had a bad upper respiratory infection. Upon using this machine, 2.5 hours into use, we heard our baby coughing. I went to his room to find it full of a smoke and dust. He was hospitalized for 5 days and has been home on oxygen since. He struggles to breathe and when he sleeps his oxygen decreases to 83-85%. He was diagnosed with a chemical pneumonia. We have had the dust analyzed by several labs trying to figure out what is in this dust. We were given another unit by the store to experiment and found they all do this. After researching customer reviews online, it has happened to others as well. Other people have gotten chemical pneumonia from it as well. We believe it has to do with the demineralization cartridge in the unit. My baby has been through chest x-rays, CT scan, bronchoscopes to see what is going on in his lungs from this. It will be 8 weeks this friday and there is no sign of improvement - this product needs to be taken off the market so this does not happen to someone else! He is currently on prednisone and flovent which is not helping. I was encouraged to do this by my baby's pulmonologist. There is much more to this story including worry if my baby's lungs will ever heal from this.